Event description:
It was reported that the subject device had blurry images. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was component failure of the cable unit, the master plug and case unit had multiple cracks and the light guidepost was loose and the ring was missing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry images were caused by the component failure of cable unit. The most likely cause is that the cable was damaged by the force of being pulled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.